Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse discovered the access door was broken. The fse replaced the access door. Also, the waste was found backing up, fse cleaned the waste chute. Instrument is functioning as intended and was released. The most probable cause of this event is broken reagent carousel cover. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that the door to access the onboard reagents has broken off on their aia-2000. Customer requested the door to be replaced. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, fsh, bhcg, e2, prog, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.